Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to device malfunction the patient will have his artificial urinary sphincter (aus) revised on a future date.

Manufacturer narrative:
Updated to include additional event description and explant date. Device not returned for evaluation.

Event description:
It was reported that due to device malfunction the patient will have his artificial urinary sphincter (aus) revised on a future date. It was further reported the replacement surgery has occurred. The device was not cycling correctly and the patient was still leaking. The explant was discarded by the hospital.